Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After the physician did a successful angioplasty, he began removing the balloon from the patient's body. As he was removing the balloon, he felt some resistance. After he removed it from the patient, he noticed that the balloon looked shorter. He quickly looked under fluro. And notice the distal portion of the balloon completely separated from the delivery catheter. It was on the wire and located at the distal part of the sheath. The physician tried everything to remove the piece of the balloon without removing the wire, but nothing would advance through the sheath with the wire in place. He ended up removing the hydro st wire and the part of the balloon migrated down to the distal popliteal. He quickly advanced a goose neck snare and retrieved the part of the balloon. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the device history record, drawings, manufacturing instructions, specifications, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirms the balloon separated from the shaft of the catheter. The shaft shows signs of elongation around the separation site. The catheter shaft measured 161.2cm in length. The advance 14lp device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
After the physician did a successful angioplasty, he began removing the balloon from the patient¿s body. As he was removing the balloon, he felt some resistance. After he removed it from the patient, he noticed that the balloon looked shorter. He quickly looked under fluro. And notice the distal portion of the balloon completely separated from the delivery catheter. It was on the wire and located at the distal part of the sheath. The physician tried everything to remove the piece of the balloon without removing the wire, but nothing would advance through the sheath with the wire in place. He ended up removing the hydro st wire and the part of the balloon migrated down to the distal popliteal. He quickly advanced a goose neck snare and retrieved the part of the balloon. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.